Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation), h10.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not recognizing ext ECG in auto operation mode. The customer also reported they had to switch to semi-auto operation mode to choose the ext ECG. They verified that the direct ECG cable was not connected to the iabp and only the ext ECG cable was providing an ECG. They stated that their other iabps do automatically choose the ext ECG input. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not recognizing ext ECG in auto operation mode. The customer also reported they had to switch to semi-auto operation mode to choose the ext ECG. They verified that the direct ECG cable was not connected to the iabp and only the ext ECG cable was providing an ECG. They stated that their other iabps do automatically choose the ext ECG input. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not recognizing ext ECG in auto operation mode. The customer also reported they had to switch to semi-auto operation mode to choose the ext ECG. They verified that the direct ECG cable was not connected to the iabp and only the ext ECG cable was providing an ECG. They stated that their other iabps do automatically choose the ext ECG input. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: a2, b4, d4(version or model #), e1(initial reporter & email), g3, g6, h2, h3, h6, h10. A getinge field service engineer (fse) evaluated the iabp unit and replaced the front end board and executive processor board to fix the issue, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.